Event description:
Per the physician's report, this patient's device was explanted in 2007, due to pain and an adverse tissue reaction near the implant site. The patient will be reimplanted after the area heals.

Manufacturer narrative:
This is a final report.